Manufacturer narrative:
Merge unity pacs is designed to display a message to the user when an exam report fails to upload to the image server. Station logs were available for review. It was not possible to determine if the error message displayed on the screen for the doctor when the report was first read and saved notified the failure to upload. There was no evidence that report was saved. The unity support technician's investigation showed that the unity database was updated but the report did not upload. As a result of the finalized report being unavailable, the exam was re-read by a physician. No other review/investigation will be performed for cause.

Event description:
Merge unity pacs is a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On (B)(6) 2018, the customer reported that the report was missing for an exam (dated (B)(6) 2018) that was dictated by the doctor on (B)(6) 2018. Merge technical support investigated the customer's allegation by reviewing the workstation logs for merge unity pacs. Technical support did identify a save event in the logs but there was no data uploaded and therefore the report was not available. The exam was required to be re-read by the physician. The exam was re-read on (B)(6) 2018. While images are available, a finalized report not being available for subsequent review by the patient's physician could potentially result in a delay in care that could lead to harm. However, the customer did not allege any harm, serious injury or death as a result of this issue. Reference complaint (B)(4).